Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined . However, during evaluation, it was determined that there was corrosion inside the device and it would not rotate. It was determined that this was due to wear on components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that post-surgery, it was observed that the sagittal saw attachment device fell apart in two pieces. It was not reported if there were delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.